Manufacturer narrative:
The vessel sealer extend (vse) instrument had the jaw cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument grip force test confirmed that the jaws did not to open and close properly. There was presence of moderate debris on the knife track observed. The vse also had two instances of error 22024 related to "grip torque is outside the expected range on usm4" and low torque issue during use. The root cause is attributed to a component failure. The loose grip cable at the proximal end led to sealing malfunctions.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, there was an incomplete seal cycle with the vessel sealer extend (vse) instrument. The user completed the procedure, and no known impact or patient consequence was reported. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.